Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2013, he had to go to the emergency room due to insulin shock. On (B)(6) 2013, the patient returned his infusion device to have it replaced for an electronic error. The patient was utilizing insulin injections during that time. His doctor stated his body was used to getting constant insulin and went into shock when he began only giving himself insulin at meal times. The patient was incoherent and does not recall anything that happened leading up to him going to the emergency room. The patient stated that he was only off the infusion device for 24 hours before he was in the emergency room. The patient stated that he had never used a syringe to give himself insulin. He does not know if he did it correctly. He was teaching at school and he was not feeling well and went to the school nurse. The nurse checked his blood glucose level and called paramedic to take him to the hospital. His blood glucose level was 400 mg/dl at the hospital. His father-in-law brought him his replacement device while he was in the emergency room. He began using the new device while in the emergency room and left once his blood glucose levels returned to normal. His normal range is 70-140 mg/dl. No product was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.